Event description:
Event consist of the distal tip of the catheter breaking off and remaining in the pt during an angiojet procedure. The angiojet device was being used off label. The pt gender and age are unk. A complete medical history of the pt is unk. An angiojet thrombectomy device was used to treat a thrombosed dural sinus. The device was placed in the pt and activated. During the procedure, the catheter had become stuck. The physician was able to remove the catheter, however it required significant force. Upon removal of the catheter, it was noticed that the platinum marker bands at the distal tip of the catheter had disconnected. The pt underwent immediate fluoroscopy and the marker bands were located in the dural sinus. The physician made attempts to remove the bands, but was unable to do so. The physician has reported that the platinum markers were carried by the pt's venous system in to the pt's lungs and have remained in stable position there. The pt suffered no complications from the separated markers.

Manufacturer narrative:
The site did not return product for eval. This event is considered reportable since the platinum markers separated from the catheter and the physician attempted intervention to retrieve the remaining portions of the device. This was an off label use of this product.